Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the device passed testing, and no other issues were found. The se confirmed that error code 1127 (overvoltage protection circuit failed) was logged in the event log. The se reported that the motor control board was replaced to resolve the issue. The device would be tested in accordance with the service manual. The unit has been returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1127 (overvoltage protection (ovp) circuit failed). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator, and the suspected device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1127 (ovp circuit failed). The rse noted that the issue affected the 12 volt and 3.3-volt ovp circuit and did not detect a 3.3 v over-voltage condition within 100 milliseconds (msec) after the 3.3 v, and the 12 v ovp test signal was enabled. The rse also noted that the 3.3 v and/or 12 v ovp test signal was enabled longer than 200 msec. The rse recommended replacing the motor control (mc) board, and power management (pm) board. The customer was provided with the part numbers for replacement, but the customer requested onsite service. The investigation is ongoing.